Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed a kink and ovalization on the catheter shaft. This damage was incidental to the reported complaint; however, if this damage was present during advancement of the velocity over the guidewire, it may have contributed to the reported resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the femoral artery using a velocity delivery microcatheter (velocity) and a guidewire. During the procedure, while advancing the velocity over the guidewire, the physician experienced resistance and broke the velocity at the proximal end. Therefore, the velocity along with the guidewire was removed from the patient. The procedure was completed using another velocity. There was no report of an adverse effect to the patient.